Event description:
Bayer case number: (B)(4). Persistent and disabling pelvic pain had a significant impact on the patient¿s daily life/chronic pelvic pain "[pelvic pain female]". Half part of the left implant was in the uterine cavity "[partial expulsion of device]". Patient complained about strong pain in the left ovary "[ovarian pain]". Persistent and disabling pelvic pain had a significant impact on the patient¿s daily life "[impaired quality of life]". Headache "[headache]". Pain in lower limbs "[pain of lower extremities]". Pain in kidneys "[pain kidney]". Impact on her mental health "[mental disorder]". Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent and disabling pelvic pain had a significant impact on the patient¿s daily life/chronic pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pelvic pain in 2015, iliac fossa pain in 2014, mastodynia in 2013 and anemia, migraine, inguinal hernia and parity 2 (1999 and 2005). Previously administered products included: elevit vitamine b9, nova t 380, leeloo, optimizette, luteran, cerazette and adepal. The patient had a family history of breast cancer, leukemia, ruptured cerebral aneurysm (sister), pulmonary fibrosis (mother) and colon cancer (father). As concurrent condition the report mentioned impaired work ability. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced device expulsion ("half part of the left implant was in the uterine cavity"). On unknown date she experienced pelvic pain (seriousness criterion medically important), adnexa uteri pain ("patient complained about strong pain in the left ovary"), impaired quality of life ("persistent and disabling pelvic pain had a significant impact on the patient¿s daily life"), headache ("headache"), pain in extremity ("pain in lower limbs"), renal pain ("pain in kidneys") and mental disorder ("impact on her mental health"). At the time of the report, the outcomes for these events were unknown. The reporter considered adnexa uteri pain, device expulsion, headache, impaired quality of life, mental disorder, pain in extremity, pelvic pain and renal pain to be related to essure administration. The reporter commented: tubal sterilization by hysteroscopy (outpatient) : 1 visible coil on each side (more difficult on the left side. (B)(6) 2024: the patient¿s general practitioner stated that chronic pelvic pain was probably linked to the migration of the essure implant. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 39 kg. "[Hysterosalpingogram]" on (B)(6) 2016: it was observed that a half part of the left implant was in the uterine cavity / the permeability of the left fallopian tube (left essure in the uterine cavity "[ultrasound scan]" in 2015: did not found any anomaly (uterus, ovaries), neither endometriosis.; in december 2016: left essure located halfway into the uterine cavity; on (B)(6) 2017: intrauterine location of essure; in september 2019: left essure implant in the uterine cavity.; in (B)(6) 2024: intra-uterine position of left essure quality-safety evaluation of ptc: for essure: a ptc investigation cannot be conducted by the quality unit as a batch number or sample was not provided. A quality defect could not be confirmed. The most recent follow-up information incorporated above includes data received on: 01-sep-2025: medical record received. Patients weight, historical drugs, family history & historical conditions were added. Lab data updated. Upon internal review, event chronic pelvic pain has been updated as serious. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) persistent and disabling pelvic pain had a significant impact on the patient¿s daily life/chronic pelvic pain "[pelvic pain female]" , half part of the left implant was in the uterine cavity "[partial expulsion of device]" , patient complained about strong pain in the left ovary "[ovarian pain]" , persistent and disabling pelvic pain had a significant impact on the patient¿s daily life "[impaired quality of life]", headache "[headache]" , pain in lower limbs "[pain of lower extremities]" , pain in kidneys "[pain kidney]" , impact on her mental health "[mental disorder]" . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent and disabling pelvic pain had a significant impact on the patient¿s daily life/chronic pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pelvic pain in 2015, iliac fossa pain in 2014, mastodynia in 2013 and anemia, migraine, inguinal hernia and parity 2 (1999 and 2005). Previously administered products included: elevit vitamine b9, nova t 380, leeloo, optimizette, luteran, cerazette and adepal. The patient had a family history of breast cancer, leukemia, ruptured cerebral aneurysm (sister), pulmonary fibrosis (mother) and colon cancer (father). As concurrent condition the report mentioned impaired work ability. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced device expulsion ("half part of the left implant was in the uterine cavity"). On unknown date she experienced pelvic pain (seriousness criterion medically important), adnexa uteri pain ("patient complained about strong pain in the left ovary"), impaired quality of life ("persistent and disabling pelvic pain had a significant impact on the patient¿s daily life"), headache ("headache"), pain in extremity ("pain in lower limbs"), renal pain ("pain in kidneys") and mental disorder ("impact on her mental health"). At the time of the report, the outcomes for these events were unknown. The reporter considered adnexa uteri pain, device expulsion, headache, impaired quality of life, mental disorder, pain in extremity, pelvic pain and renal pain to be related to essure administration. The reporter commented: tubal sterilization by hysteroscopy (outpatient) : 1 visible coil on each side (more difficult on the left side. On (B)(6) 2024: the patient¿s general practitioner stated that chronic pelvic pain was probably linked to the migration of the essure implant. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 39 kg. "[Hysterosalpingogram]" on (B)(6) 2016: it was observed that a half part of the left implant was in the uterine cavity / the permeability of the left fallopian tube (left essure in the uterine cavity. "[Ultrasound scan]" in 2015: did not found any anomaly (uterus, ovaries), neither endometriosis.; in (B)(6) 2016: left essure located halfway into the uterine cavity; on (B)(6) 2017: intrauterine location of essure; in (B)(6) 2019: left essure implant in the uterine cavity.; in (B)(6) 2024: intra-uterine position of left essure. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-sep-2025: quality safety evaluation of product technical complain. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.